Manufacturer narrative:
Technical evaluation: the separator tip is missing the 5-6mm flexible distal wire beyond the separator bulb. This incident was confirmed as reported. According to the incident report, the physician ignored the IFU warning to stop using a kinked or damaged device and continued to use the separator after the device had kinked. This is a known failure mode for this device. The DHR of this manufacturing lot has been reviewed and a copy is attached. A review of the device history record (DHR) was completed on part # 0479 (lot # l15992). All appropriate inspections were completed per process monitoring requirements or 100% inspections where required. The lot has passed all dimensional measurements per specification, in addition, all destructive testing was completed per required process monitoring requirements and results met specification. The parts released in this lot met process requirement.

Event description:
The patient was undergoing treatment for thrombus in the carotid-t and media right. The physician placed a boston scientific stent because of stenosis in the carotid and then used the 041 penumbra system to recanalize the m1. The tip of the pss041 was kinked, but the physician continued to use it. The tip of the separator, distal to the bulb, then detached and dislocated into the posterior. The physician used another pss041 and continued aspiration. The physician attempted to retrieve the broken distal tip of the separator with a snare device, but was unable to do so. The patient is reported as doing well and the vessels open.